Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 666 mg/dl with nausea, shortness of breath, thirst and tiredness associated with an alleged site/set cartridge issue. Reportedly, the patient remained on the pump and was treated at the hospital with insulin via injection and intravenous fluids by a health care provider. During troubleshooting with customer technical support, it was reported that the patient noticed a leak from the top of the cartridge and there were air bubbles in the cartridge. The cartridge issue was caused by the patient not cycling the cartridge at all before filling it and only waiting 5 minutes after taking insulin out of the refrigerator before putting it into the cartridge. This complaint is being reported because the patient experienced hyperglycemia associated with use error.